Event description:
A biomed reported that the vela ventilator has issues with the 90%/100% calibration for the blender, 30% and 60% came in fine. The external analyzer was quite a bit off, but now the monitored fio2 is off more 90% only reading 81% no unit, but 89.5 on his external meter. No patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.